Event description:
It was reported that the user received an alert 92 indicating a bg run expired after a g7 sensor was changed and paired to the g7 app but not initially paired to the ilet, resulting in the ilet attempting to connect to the prior g7 sensor and preventing initiation of a new sensor session. No reported adverse clinical effects. Outcomes included successful troubleshooting guidance with education to re-enter the g7 pairing code on the ilet and allow time for pairing to complete. Investigation included customer guidance to access the cgm menu, toggle cgm settings, and re-enter the pairing code to establish communication. Investigation of this case revealed a pairing configuration issue between the ilet and the newly installed g7 sensor while the device was still attempting to connect to the previous sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary communication failure between the ilet and the cgm.